Event description:
It was reported the customer had a prime anomaly. No additional info provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, and displacement tests. No prime anomaly was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).